Event description:
It was reported that a user experienced a temporary sensor unavailable condition with a freestyle libre 3+ continuous glucose monitor (cgm) while using the ilet system, which resolved after the user rescanned the sensor and readings resumed. No reported adverse clinical effects. Outcomes included no impact requiring medical attention and no disruption to therapy beyond the transient loss of sensor data. Investigation included troubleshooting and user education conducted by support, which restored sensor functionality. Investigation of this case revealed that the event was consistent with transient signal loss without identification of a responsible device. It was concluded that the device functioned as intended after rescanning and no further action was required.